Manufacturer narrative:
An error was identified on 16jan2019. This report was previously filed against the incorrect manufacturing site in manufacturers report 1415939-2018-00161. (B)(4). This report is being filed against an international product ln 2k91-38 that has a same/similar product on marked in the us, list 02k91-33, which is manufactured in (B)(4). The customer's instrument logs were reviewed and did not identify conclusive information to indicate an instrument or sample integrity issue. Review of complaint activity determined that there was normal complaint activity for the likely cause lot 88015m800. Tracking and trending report review for the architect ca 19-9xr assay determined that there were no related adverse or non-statistical trends. Using worldwide field data the performance of reagent lot 88015m800 was evaluated. The median result is within the established control limits. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca19-9 xr assay was identified.

Event description:
The customer observed a falsely elevated undiluted architect ca19-9xr result of >1200 u/ml for sample ID (B)(6). After automatic 1:10 dilution the results were 275.3, 233.2, and 259.71. After manual dilution at 1:2, 1:4, 1:8, 1:16 were, respectively: 867.2, 431.6, 305.6, 252.8. The customer suspects an interference in the sample. No impact to patient management reported.